Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed auto mode switching episodes due to oversensing of low level baseline noise. The patient was asymptomatic. No changes were made and the situation will be discussed with the physician. No further information is available.